Event description:
On (B)(6) 2011, medwatch uf/importer report (B)(4) was received stating the following: event desc: while the davinci monopolar curved scissors instrument was being used through a port inside the patient, the distal end of the scissor partially broke away from the handle. The wire inside of the scissor remained intact within the instrument. All pieces were removed from the laparoscopic port.

Manufacturer narrative:
The initial reporter has been contacted on several occasions to request the return of the instrument and additional information related to this event; however, as of the date of this report, the instrument has not been returned nor has additional information been provided. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.